Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was run twice on the same instrument, both resulting higher than the initial result. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to a discordant, falsely low sodium result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the patient sample was run after the replacement of a "standard a" solution. The customer ran quality control, which was within the acceptable range. A siemens headquarters support center (hsc) specialist reviewed the solid state multisensor data and indicated that the cause was related to a sample issue. The data also indicated that the customer was using a faster centrifuge time than is recommended by the tube vendor. The hsc recommended that the customer properly review the pre-analytical sample handling procedures. The cause of discordant, falsely low sodium result on one patient sample was related to the sample handling and sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.